Event description:
During use on patient, it was observed, that the stent was 1,8 cm longer (12 cm) as it should be according to the labeling (10 cm). The lot number is unknown. Patient demographics are unknown. There were no anomalies noted during preparation or placement. The lesion was treated successfully. There were no negative consequences for the patient.

Manufacturer narrative:
The cc has been updated with results of the independent film review. After stent deployment it was observed that the stent was 1.8 cm longer (12 cm) than it should be according to the labeling (10 cm). Patient demographics are unknown. There were no anomalies noted during preparation or placement. The lesion was treated successfully. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. History: this complaint involves a patient who had a smart control stent placed in the superficial femoral artery. Following deployment the treating physician noted that the stent was 1.8cm longer than indicated in the labeling of the device. The product looked unremarkable prior to use and was prepped in standard fashion. Observations: three images are submitted for review. The first shows an image of the deployed stent without contrast. The stent length is apparently 11.8cm. On this image you can see segments of normal stent architecture with intervening segments of ¿stretched out¿ stent architecture. The second and third images are during balloon dilation of the stent following deployment. Conclusion: this complaint involves a patient undergoing stenting of the sfa with a smart control stent. The stent deployed at a length longer than expected. From the limited images provided there does appear to be segments of ¿stretched out¿ stent with intervening segments of normal stent architecture. From the information provided, the most likely scenario is that the treating physician placed additional backward force during the deployment of portions of the stent resulting in an segments of elongated stent architecture. This resulted in lengthening of the stent. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. In my practice, when I place smart stents, I place very gentle retraction on the stent after initial wall apposition has been achieved. Sometimes there is a natural tendency to pull back on the stent during deployment in order to make sure the entire target segment is covered. If this is done too aggressively stent elongation can occur. In my opinion, technical factors and deployment technique contributed to the reported event. This does not appear to be a case of device failure or malfunction. With the information available at this time and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Clinical impression pending film review. After stent deployment it was observed that the stent was 1.8 cm longer (12 cm) than it should be according to the labeling (10 cm). Patient demographics are unknown. There were no anomalies noted during preparation or placement. The lesion was treated successfully. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. In order to provide a complete analysis of the reported issue of stent to long live case films of the actual deployment are required, or at the very least, high resolution films of the deployed stents showing individual stent struts with and without contrast. Low quality films have been received and forwarded to an independent film reviewer and are pending review. With the information available at this time and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Additional information will be submitted within 30 days upon receipt.